Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a atrial perforation occurred, resulting in tamponade, pericardial effusion and pneumothorax. The right atrial (ra) lead was explanted and not replaced. No further patient complications have been reported as a result of this event.